Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's pdm (personal diabetes manager) received a reset clock hazard alarm and was no longer working. The mother reported being in the hospital with the patient. The father stated he had no information to give because his daughter was with her mother at the time of being in the hospital. Additional attempts to obtain information regarding this event, treatment, and device were unsuccessful.